Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Device evaluation: one device was received. No abnormalities in the appearance of the product related to the reported event could be confirmed. After checking the inside of the main unit, it was confirmed that there was a crack in the on/off switch. The complaint was confirmed. The root cause was the on/off switch. It was unknown what caused it to become damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The on/off sw was replaced to correct the issue and the device passed all functional and performance tests after repair. D4 - UDI and h4 - manufacture date.

Event description:
It was reported that the main switch malfunctioned prior to use. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.